Event description:
A 2.5mm diameter x 14mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent (MFR #2953200-2010-02255) and a 2.5 mm diameter x 12mm endeavor sprint rx stent were deployed in the prox and mid cx of a pt with no issue reported. However, it was reported that approx 1 month post implant, the pt suffered an mi and died.

Manufacturer narrative:
(B)(4).